Event description:
Patient had start total ankle replacement system removed.

Manufacturer narrative:
Additional revised components: start total ankle replacement: talar component, model #: 400-250, lot#: 091015/0760, device MFR date: 02/2010, expiration date: 02/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2011. Star total ankle replacement: sliding core mobile bearing, model#: 400-141, lot#: 0942100, device MFR date: 04/2010, expiration date: 02/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2011. Patient had star total ankle replacement system removed due to (B)(6).